Event description:
It was reported that the lead was capped due to an unspecified issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148787.